Event description:
It was reported that the pt had a fall on (B)(6) 2010. The pt was admitted to the hospital and experienced increased back pain. It was confirmed through imaging that the catheter was dislodged. On (B)(6) 2010, the catheter was replaced for "issues with the catheter" and the pump remained in place. On (B)(6) 2011, the pt's entire device system was replaced for volume discrepancy issues and on-going catheter problems. The actual residual volume was 40cc and the expected residual volume was 30cc. The pt reportedly had a total of three catheter revisions. The exact dates of these revisions were unclear. The hcp was not able to withdrawal csf (cerebrospinal fluid) from the catheter. It was also stated that there was "no emptying of the pump." The medications being delivered via the device system were morphine sulfate and marcaine. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.